Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer received information alleging sore throat, coughing, and headaches, particles in tubing/chamber, burning/smoke/electrical odor/ other harm/injury related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g1 corrected and h6 corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received alleging sore throat, coughing, and headaches, particles in tubing/chamber, burning/smoke/electrical odor/ other harm/injury related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation and dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. The third-party service centre concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. Sections d8, d9, h2, h3, h6 have been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.